Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet bionic pancreas the patient experienced a roller-coaster pattern of blood glucose with highs up to 215 mg/dl and lows down to 60 mg/dl, required frequent carbohydrate intake, and believed incorrect insulin-on-board duration was interfering with algorithm dosing; oral glucose was used to treat lows and no device alarms were reported. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.